Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. Imagery of the device used and of the patient¿s anatomy was provided. The imagery of the device showed partial (not fully circumferential) tearing of the distal section of nose tip confirming the reported event and edges around the torn area appear to be jagged. The imagery of the patient anatomy showed calcification in patient vasculature, bulky nodule of calcification noted on nc cusp and calcification in the annulus. A lot history review of was performed and revealed no other complaints relating to the reported event. A device history review (DHR) was performed and the work orders did not reveal any issues that could have contributed to this complaint event. A review of complaint history from august 2018 to july 2019 revealed no additional returned complaints for the commander delivery system (all models) for the complaint code. A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend category. Instructions for use(IFU) and procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported event was confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Of note, no damage to the delivery system was noted during device preparation, suggesting there were no issues with the device out of the packaging box. Review of patient imagery reveals that calcification was noted in the aorta, annulus, and native cusps (particularly on the ncc). Interaction of the nose tip with calcification while tracking the delivery system or crossing the native valve may have damaged the material. The jaggedness along the edge of the tear suggests component interaction with calcification. Having already been damaged, device handling post procedure (e.g. Removing delivery system through the sheath) may have caused the nose tip to almost break off. A definite root cause is unable to be determined at this time, but based on the information provided, patient factors(calcification in the aorta, annulus and bulky nodule in the ncc) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defects were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, during a transfemoral tavr for aortic position, the tip of the nosecone was damaged. The tavr was performed per the manual and a 23mm sapien 3 valve was deployed in the targeted position. After retracting the delivery system to the sheath position, digital subtraction angiography (dsa) was done to check the residual pvl and indicated moderate pvl. The edwards lifesciences clinical specialist mentioned that re-advancement of the delivery system was not recommended as it had almost been retrieved into the sheath. However, the operator re-inserted the device and performed post-dilation. Post withdrawal, visual examination revealed the tip of the nosecone was about to be broken off. It was unknown at what point in the procedure the damage occurred. There were no health consequences reported. The device was discarded at the hospital as the patient had an infectious disease.